Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Actions were taken to mitigate the reported issue: no actions were taken as no product was received.

Event description:
It was reported that the following issues were experienced with this product: 1) cassette itself was not broken but there was leaking observed all over inside the bag; 2) product was clogged and liquid would not flow through the pipe. No patient injury was reported.